Manufacturer narrative:
Device UDI # (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery is nt getting charged. There was no reported patient involvement.